Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated her symptoms have gotten worse in the past 2 weeks. The patient saw her health care provider (hcp) and hcp referred her to a specialist. The patient did increased stimulation and now wanted to decrease but could decrease stimulation since (B)(6) 2016. The patient has experienced a loss or change of therapy which was considered sudden. It was indicated that patient felt stimulation. The patient stated she was seeing low programmer battery icon on the screen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Event description:
The patient stated her symptoms have gotten worse in the past 2 weeks. The patient saw her health care provider (hcp) and hcp referred her to a specialist. The patient did increased stimulation and now wanted to decrease but could not decrease stimulation since (B)(6) 2016. The patient has experienced a loss or change of therapy which was considered sudden. It was indicated that patient felt stimulation. The patient stated she was seeing low programmer battery icon on the screen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.